Manufacturer narrative:
Reporter phone number (B)(6). Date of event is estimated. It was reported to abbott; a patient was unable connect with their ipg. The patient had an unrelated surgery where the ipg may not have been placed in surgery mode. The rep was unable to recover the ipg with their clinician programmer (cp). All troubleshooting steps had been exhausted. No intervention was planned at the time. The patient had other medical issues and has not decided what to do. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined

Event description:
It was reported that the patient underwent an unrelated surgical procedure. Patient did not set the ipg into surgery mode as recommended. Thereafter, the ipg failed to establish communication with external device. Recovery efforts were unsuccessful and the ipg was deemed inoperable. Patient is not receiving therapy and may require surgical intervention to address the issue.

Event description:
Additional information received identified that patient underwent surgical intervention wherein, the ipg was explanted and replaced. Effective therapy was restored post operatively.

Manufacturer narrative:
The report of ¿unable to connect to ipg¿ was confirmed. The inability to communicate between the clinicians programmer and the implantable pulse generator was due to the device entering the service application state. The service application condition was a result of an unrelated surgery the patient reported having prior to the device becoming inoperable. There is guidance noted in the clinicians manual concerning handling of the device: electro surgery devices should not be used in close proximity to an implanted neuro stimulation system.